Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support the error was cleared and a new cgm session was able to be started. Additionally, the pump touchscreen was cracked; cause was unknown. Customer's blood glucose was 128 mg/dl. Customer continued to use the pump for insulin therapy.